Event description:
The facility's biomed reported an infusion pump with a 550 failure code. The biomed reports to baxter, it is not known if the device was in use on a pt when the failure occurred. There was no report of pt injury or medical intervention caused by this device. Info regarding pt status, age of pt, medication involved or the set up of the infusion device was not obtained.